Event description:
A piece of plastic disengaged from the instrument into the patient cavity and was subsequently retrieved to complete the case without further incident. Patient status: no patient injury reported.